Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had mentor smooth round moderate profile 475cc saline prostheses placed on an unknown date experienced several unexplained systemic symptoms post procedure. The patient described symptoms and adverse effects comparable to poisoning with heavy metals and intoxication by fungi developed in saline water. The patient expressed concerned about the safety of the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-17213 for contralateral prosthesis report.